Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 12, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the product was received. The lens was visually inspected under magnification revealing that the lens was cut and damaged, consistent with a lens that was cut to be explanted. The haptic of the lens was also observed to be detached the simplicity was visually inspected and revealed that the plunger rod tip was observed to be damaged. No further issues that could cause or contribute to the compliant issue reported could be observed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) preloaded intraocular lens (iol) was implanted into the patient¿s operative eye but a defect on the optic was noticed. The iol had like a divet, a scratch in the center of the optic which was noticed after the iol was implanted. The incision was enlarged to remove the first lens. A second iol of the same model and diopter was implanted and also had a divet or scratch in the center of the optic. The second iol was removed with no additional incision enlargement. A third preloaded iol of the same model and diopter was used. The third lens was intentionally deployed outside the eye to inspect for damage. Once the customer determined the iol was not damaged, they loaded it into a regular cartridge and implanted it with no issues. No sutures were required. There were no other complications such as a capsule tear or vitrectomy. No further information was provided. The second iol is being reported in MFR report number: (B)(4).

Manufacturer narrative:
Section a4, a5: patient information: information unknown, not provided. Section d6a: if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b: if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h6- health effect: impact code: 4625 used to capture incision enlarged. Section h6: health effect: clinical code: 4581 used to capture incision enlarged. Section h3: other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.